Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would "hang" while trying to interrogate an implantable heart device and therefore the hard drive was reconfigured and the software reloaded. Analysis also noted that the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated, the latch tab had broken off the power cord bay door, both keyboard hinges had broken off and that the programmer would not read from the floppy drive. All found defective parts were replaced. (B)(4).

Event description:
It was reported that the programmer "hangs" when trying to interrogate. Follow-up determined that the programmer was unable to complete its interrogation and that there was no patient involvement, the interrogation was for new devices. The programmer was returned for service. There was no patient involvement.